Event description:
Respiratory therapist taking care of the patient received a call that they needed help in the patient's room. Respiratory therapist had a coworker covering check on the patient. The bipap mask had come apart and the patient had experienced significant desaturation into the 70's. Respiratory therapist replaced mask and increased oxygen until patient recovered. No further compromise to the patient.